Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer may continue using the pump and was advised to call back if the malfunction code reappears; the customer understood these instructions.